Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 95% stenosed lesion was located in a moderately tortuous and moderately calcified right coronary artery. The physician attempted to deliver the 2.75x28mm tauxs liberte stent in the right coronary artery, however the strut on the stent was lifted. The physician then used another 2.75x28 taxus liberte stent and completed the procedure successfully. The patient status is listed as stable with no complications reported.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 95% stenosed lesion was located in a moderately tortuous and moderately calcified right coronary artery. The physician attempted to deliver the 2.75x28mm taxus liberte stent in the right coronary artery, however the strut on the stent was lifted. The physician then used another 2.75x28 taxus liberte stent and completed the procedure successfully. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Proximal stent strut rows 1 to 3 were misaligned. Distal stent strut rows 1 to 3 were raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Kinks were also identified along the entire length of the hypotube shaft. Solidified contrast media was present within the inflation lumen, therefore indicating the device had been prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)